Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2016. The patient was doing well.